Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected, as an increase of hi channels is reported. However to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Event description:
The recipient reports reduced hearing with the device. No trauma has been reported. Awareness to speech and environmental sounds is present, but speech understanding is affected. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reports reduced hearing with the device. No trauma has been reported. Awareness to speech and environmental sounds is present, but speech understanding is affected. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient reports reduced hearing with the device. No trauma has been reported. Awareness to speech and environmental sounds is present, but speech understanding is affected. The recipient has been re-implanted.